Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a burn because of the sparks that comes from the device. No further information available.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The visual inspection found that the rear sides of the top cover were pushed in. The front panel was connected to the bottom of the chassis incorrectly. A visual inspection of the generator's interior found the rear panel bent where the electro-magnetic interference(emi) filter fits into the rear chassis panel. The power cords nylon cable clamp is connected to the rear chassis panel in the wrong location. The service center reported that the front panel and power cord were connected to the chassis incorrectly. The investigation identified the cause of the reported event to be the front panel and the power cord. The front panel and the power cord were connected correctly to address the condition. The service center reported that the unit failed after life cycle, tried keying mono 2 hand piece and had to move around to get working. The investigation identified the cause of the reported event to be bent fuse clips. The fuse clips were bent back into place to address the condition. If information is provided in the future, a supplemental report will be issued.